Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during the index procedure. It is reported that the patient suffered with coronary artery disease approximately 3 weeks post index procedure. The patient underwent a revascularization of the rca with the placement of one endeavor sprint rx stent. At 30 day follow up, patient's worst angina status was reported as iii per (B)(6). It is reported that the patient suffered a thrombosis of the stent in the proximal rca approximately 8 months post index procedure. There was a revascularization carried out with the placement of another brand stent in the proximal rca and the patient recovered with treatment. In the opinion of the investigator, the event was probably related to the study device. At 9 month follow up, patient's worst angina status was reported as iii per (B)(6).

Event description:
The previously reported stent thrombosis has been reduced to instent restenosis (isr). Approximately 9 months post the index procedure, the patient presented with chest pain during activity, which resolves at rest. Doctor suspects recoil stenosis of recently treated lesion. Patient treated with medication for now. The investigator has indicated the event was remotely related to the study device, but not related to the procedure or drug.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent thrombosis).